Event description:
It was reported to philips that the x-ray screens failed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon technical investigation fse found that there was a malfunction with ep workstation rackmount. Fse replaced the ep workstation rackmount and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.